Manufacturer narrative:
The recipient's device was reportedly reactivated on (B)(6) 2017. The recipient is doing well and is stable.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection. The recipient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The recipient was prescribed IV cefamezin and oral antibiotics for 3 weeks. Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well and has resumed device use. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing a bacterial skin infection at the implant site. The recipient was treated with antibiotics, however, the infection did not resolve. On (B)(6) 2017, the recipient's device was repositioned. The recipient's condition is stable.